Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. No additional complaints have been reported at this time. The reported pump stops were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log files contained data from 25jun2019 through 12jul2019 and captured multiple pump stops with corresponding low flow/speed hazard alarms on (B)(6) 2019 while the system was supported by the power module. These events occurred immediately after the patient¿s reported controller exchange and appear to resolve when the patient switches to battery power. The patient continues to be supported by batteries from (B)(6) 2019 12:18:23 through (B)(6) 2019 21:38:20. No further pump stops are captured after (B)(6) 2019 and the pump appeared to function as intended above the low speed limit with stable pump parameters. Review of the submitted x-rays revealed an area of potential metal braided shield breakdown on the external portion of the driveline, adjacent to the metal connector. Additionally, the account highlighted an area of concern on the internal portion of the driveline, adjacent to the pump housing. The driveline appears to turn sharply in this area. However, no metal braided shield breakdown was observed in this location. The heartmate ii lvas instruction for use (IFU) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low speed and low flow advisory/hazard alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient will be left on ungrounded cable.

Manufacturer narrative:
Approximate age of device- 2 years and months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic due to frequent power cable disconnect alarms. There was some evident wear and tear on both the black and white cable and it was decided to change the patient system controller. After changing the system controller, the patient was getting up from a lying position and pump stopped occurred. There were no pump stops on the system controller; however, the patient stays on batteries 100% of the time. X-rays revealed potential areas of concern internal and external; therefore, the patient was admitted to determine an external repair versus a pump exchange. Log file submitted for review revealed five pump stops, six low speed advisories and a speed drop as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead and occurs while the vad is connected to the power module. The patient will be kept on battery power until further investigation is completed. Additional information was requested however not provided.

Event description:
Additional information reported that additional log files submitted reported no further pump stops since (B)(6) 2019. Since (B)(6) 2019, the patient has remained on battery power and there are no pump stops for the remainder of the log file. The patient is reported to stays on batteries and reports never connecting to the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.